Event description:
It was reported that post-paced t-wave oversensing and fusion pacing were observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.